Event description:
The manufacturer received information alleging a ventilator inoperative condition and/or vent service required condition had occurred on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition and/or vent service required condition had occurred on the device. There was no harm or injury reported. The complaint case was closed at the request of the customer. There is no further information that was received for this issue. If additional information becomes available, then this decision will be re-evaluated using the date the additional information became available as the "become aware" date if a reportable issue/malfunction is identified.